Event description:
It was reported that this right atrial (ra) lead exhibited possible undersensing or noise with atrial channel oversensing of ventricular signals. This patient experienced a rhythm in the ventricular tachycardia (vt) 1 zone with rounds of anti-tachycardia pacing (atp) that did not break the rate. Then, the rate would fall below the rate zone cutoff. It was unknown if this was supraventricular tachycardia (svt) or monomorphic vt. Technical services (ts) noted this ra lead exhibited out of range intrinsic amplitude and a rise of pace impedance measurements, remaining within normal range. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).